Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Complaint analysis: the situation describe on two occasions over the past two weeks broken and snapped. That is, the plastic on the tube, a few centimeters from the insertion point, has bent to the extent that it came loose, leaving a small tip in the patient's vein. The product was not saved. Device history record (DHR): unable to review the device history record as batch is unknown. Evidence at disposal: no sample received but a photo was provided for evaluation. Reviewed assembly process: this product is assembled on automatic assembly machines equipped with 100% vision inspection system and test stations. Along the machines, there is 100% inspection on the capillary tip. Product detected out of the inspection criteria will be rejected automatically by machine. Conclusion: as no sample was received, further investigation was not possible. Complaint is not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: "peripheral venous catheter has on two occasions over the past two weeks broken and snapped. That is, the plastic on the tube, a few centimeters from the insertion point, has bent to the extent that it came loose, leaving a small tip in the patient's vein."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k111236.